Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure. Prior to the thermal ablation, the patient underwent a dilation and curettage followed by a hysteroscopy to check the integrity of the uterus. At that time, there were no perforations found. Then the patient underwent the thermal ablation procedure. The catheter was inserted into the uterus, but the balloon would not stay inside the cavity and would protrude back toward the physician through the cervix. After multiple attempts to get the balloon to stay inside the cavity, the physician noticed the device would not sustain pressure even though the balloon was inside the cavity. A hysteroscopy was performed and a perforation was found in the fundus of the uterus. The procedure was aborted and the doctor performed a hysterectomy on the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The initial procedure was on (B)(6) 2012. The patient was hospitalized for one day. No additional treatment is planned. She is currently doing well. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.